Event description:
This is an internally raised complaint report, no actual harm is associated with this report. The report was raised to further evaluate all possible trapping zones/pinch points, which could be encountered during the usage of a varian manufactured couch.

Manufacturer narrative:
The eval consists of researching several varian couch models. Following a risk hazard eval, it was determined that 29 trapping zones/pinch points exist with usage of a varian couch. More closely, two pinch points are identified as having a risk result of alarp - undesirable, while the other 27 have a risk result of alarp - evaluate. Further actions will be addressed in varian's CAPA process. However, a product notification letter will be sent to affected customers. All corrective action will be reported under the guideline of (B) (4). No follow-up reports are anticipated.